Event description:
The customer reported that he was in an accident and broke his glasses, cell phone, and the belt clip for this insulin pump. The customer stated he was walking toward the stairs to get a different pair of shoes, and he just slid and hit his head on the floor. He was brought to the hospital for stitches. The customer's blood glucose at the time of the report was 54 mg/dl, which he treated with orange soda. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.